Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of insufficient angulation was confirmed. The device evaluation found there was a gap of adhesive on the distal end, stain entered inside the lens through the gap. Additionally, the air/water cylinder had discoloration, the scope connector cover plate was detached. Due to scratches and cracks on the bending section cover, water tightness was lost. The image had white dots due to damages on the charged coupled device unit. The acoustic lens was damaged. And due to wear of angle wire, bending angle in up direction does not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defect was confirmed through device evaluation, a definitive root cause of the gap between the lens and ultrasound probe could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following instruction for use (IFU): warning - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported insufficient angulation on the evis exera ii ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a gap between the acoustic lens and the ultrasound probe. There were no reports of patient or user harm associated with this event.